Event description:
It was reported that a pump malfunction occurred, indicated by malfunction code 16. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code reappeared. Consequently, technical support arranged for a replacement pump and the customer reverted to multiple daily injections (mdi) as a backup therapy.